Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1. This was the 2nd call for the chl and the home patient (hp) had replaced the heater bag and restarted fill 1 and the unit still alarmed. The baxter technical service representative (tsr) helped the hp to end therapy early. They checked the setup and found that the cassette was empty of fluid. The tsr did a manual prime and they restarted prime again. The hp would restart therapy tomorrow morning with a new setup. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said she just ended therapy early. She did not notice anything wrong with the supplies. She said the cassette was only partially filled with solution. She had already discussed with the tsr about not reusing supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.